Event description:
It was found during testing that a pump was not alarming for upstream occlusions. There was no patient involvement since the error was found during testing.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The symptom undetected upstream occlusions was confirmed during evaluation. The upstream and downstream sensors were calibrated to ensure detection.